Event description:
It was reported that the patient was experiencing foot pain and leg weakness post implant procedure. The patient was prescribed steroids to help nerve irritation. The patient was doing well.